Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.